Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The patient reported that she was having a respiratory issue. The patient reported that she fell 3 weeks prior to the report and had a cat scan and left the implant on. Additional information was received from the patient and it was reported that the circumstances that led to the respiratory issues was that the patient was having heart issues which came from fluid around her heart and had the subsequent respiratory issues and chest pain. The patient reported that the heart issues were not related to the implant.